Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the equipment presented pressure inconsistence and illumination failure. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and after several tests were performed, identified that the pressure issue was due to the customer¿s gas network failing to provide the necessary flow/pressure. The company service representative was unable to replicate the reported illumination issue. The system was then tested and met all product specifications. The system was manufactured on april 21, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported pressure issue can be attributed to the customer site failing to provide necessary air flow/pressure. The root cause of the reported illumination issue cannot be determined conclusively; the system was found to meet specifications. (B)(4).